Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and osteolysis.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update rec'd 3/18/2016: litigation received. Litigation alleges pain, discomfort, and elevated metal ion levels. The stem is being added to the complaint. This complaint was updated on: 3/28/2016

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. Update rec'd 3/18/2016: litigation received. Litigation alleges pain, discomfort, and elevated metal ion levels. The stem is being added to the complaint. This complaint was updated on: 3/28/2016 examination of the reported devices was not possible as they were not returned. A review of the device history records of the provided product/lot codes identified no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.